Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode while he was asleep and never heard cgm's alarms. Patient had convulsions and lost consciousness and ended up waking 3 hours later and crawling to the front door, yelling for help. A stranger heard him, came into his house and called the paramedics. Paramedics measured patient's bg at 27 mg/dl, administered glucose and an IV with dextrose d50. Patient doesn't know what cgm was reading at the time of his hypoglycemic episode. At the time of his call to dexcom technical support, patient reported he was feeling tired and sore but during a follow-up call patient stated that he was feeling better and planned on sending the receiver for evaluation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.